Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: (B)(6) hospital. (B)(6). Radiology ¿ xr chest. History: chest pain following sneezing episode. Impression: chronic obstructive pulmonary disease. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Presents with three-week history left lower quadrant pain. Pain sharp in nature, pain worse with heavy lifting. Stated recently started to develop bloating and increased belching with eating and occasional gastroesophageal reflux disease. Patient states he has constipation. Smokes one pack a day. Exam: abdomen: soft and nondistended. There is tenderness in left upper and lower quadrants. No peritoneal signs. There are no palpable hernia. Impression/plan: left lower quadrant abdominal pain, tenderness into left abdomen, constipation, bloating, belching and gastroesophageal reflux disease as well as nausea and vomiting. Will assess with egd and colonoscopy. Will obtain ultrasound of abdomen to evaluate for gallbladder. Even though I was not able to appreciate any palpable hernia, the patient¿s pain is at the level of the linear circularis of the left rectus muscle which is the location of a spigelian hernia especially with the pain worsening by heavy lifting. Will obtain CT scan of abdomen. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain, constipation, bloating and gastroesophageal reflux disease. Postoperative diagnosis: abdominal pain, constipation, bloating and gastroesophageal reflux disease. Upper gastrointestinal endoscopy with biopsy and polypectomy. Colonoscopy with polypectomy and removal of sigmoid mass. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: biliary dyskinesia. Postoperative diagnosis: biliary dyskinesia. Laparoscopic cholecystectomy. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Follow up status post laparoscopic cholecystectomy. States upper abdominal pain has resolved. Still has persistent left lower quadrant pain. Exam: abdomen: soft, nondistended. Incision healed well. Left lower quadrant tenderness with no peritoneal signs. Impression/plan: pathology showed mild chronic acalculous cholecystitis. Patient¿s upper abdominal pain resolved, however, still has persistent left lower quadrant pain. Going to treat him with cipro and flagyl for two weeks for a clinical diagnosis of diverticulitis. Follow up two weeks. Consider partial colectomy if persistent symptoms of diverticulitis. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Abdominal pain. Persistent left lower quadrant pain. Placed on cipro and flagyl; did not improve. Had black and tarry stools, as well as nausea and bloating. Exam: abdomen: left lower quadrant tenderness and abdominal distention. No peritoneal signs. Impression/plan: persistent left lower quadrant pain with history of extensive diverticulosis. CT scan of abdomen and pelvis. On (B)(6) 2011: (B)(6) hospital. (B)(6). Radiology ¿ CT abdomen and pelvis with contrast. Indication: history if diverticulitis treatment. Patient is status post gallbladder removal about two weeks ago. Impression: new surgical absence of the gallbladder. Persistent diverticular disease of the sigmoid. No evidence of acute diverticulitis at this time. Normal appendix, normal kidneys and ureters. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Follow up CT scan abdomen and pelvis. Persistent left lower quadrant pain and bloating. Significant findings on CT were small amount of circumferential clot in lower abdominal aorta and extensive sigmoid diverticulosis. Believe the patient¿s persistent left lower quadrant pain might be related to his extensive diverticular disease. No other etiology on his CT scan that would explain his findings. Consider laparoscopic sigmoid resection. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Laparoscopic sigmoid resection with colorectal anastomosis and colonoscopy. Preoperative diagnosis: sigmoid diverticular disease; abdominal pain. Postoperative diagnosis: sigmoid diverticular disease; abdominal pain. On (B)(6) 2011: preston memorial hospital. (B)(6), md. Discharge summary. Admitted: (B)(6) 2011. Diagnosis: sigmoid diverticular disease; abdominal pain. History of asthma and chronic obstructive pulmonary disease, hypertension. Abdominal aortic aneurysm. Avoid lifting more than 15 pounds for first two weeks. Admitted for laparoscopic sigmoid resection. Surgery uneventful. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Complaining of pain and drainage from the umbilicus. The drainage is described as clear to yellowish associated with chills. Exam: abdomen: soft, non-distended. There was tenderness around the umbilicus and induration of the umbilicus with a small wound abscess that was drained at the bedside. The patient felt relief after the drainage. This was done through opening partially the lower part of the incision. Impression/plan: small wound abscess drained at bedside. Patient given prescription for levaquin and flagyl. Educated about wound care and will follow up in one week. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Follow up. Doing better. States preoperative chronic abdominal pain had resolved. Tolerating diet. Currently having some diarrhea. Pain around umbilicus significantly improved. Exam: abdomen: soft, non-tender. Non-distended. The induration of the umbilicus had resolved. Minimal seropurulent drainage from the umbilicus that has significant improved. Impression/plan: status post laparoscopic sigmoid resection and drainage of small umbilical wound abscess. Continues to recover well. Having diarrhea and instructed to stop taking stool softeners. Patient will continue wound care and follow up in four weeks. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Follow up. Patient states preoperative abdominal pain had resolved. Also states drainage from umbilicus occurred postoperative had resolved. Having some soreness and swelling around the umbilicus. Tolerating regular diet and having regular bowel movements. Exam: abdomen: soft, non-distended. There is a small seroma to the right of the umbilicus. There is no evidence of hernia. Impression/plan: doing well. Small seroma right side of umbilicus and I have him a script for an abdominal binder. Would not plan any intervention for the seroma, we will treat it conservatively. If it gets worse over the next four weeks, then will obtain an ultrasound to assess for the seroma and asses for intervention at that time. Preoperative pain had completely resolved. On (B)(6) 2012: (B)(6) hospital. Progress notes. Weight (B)(6) lbs, bmi 29.05. Implant procedure: laparoscopic incarcerated ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial [1dlmc04/8942734, 15x19 cm]. Implant date: (B)(6) 2012 (hospitalization (B)(6) 2012) (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Assistants: (B)(6), scrub techs. Anesthesia: general and local. Estimated blood loss: minimal. Urine output: none. No foley. Specimens: none. Blood transfusion: none. Drains: none. Complications: none. Condition: stable. Extubated and transferred to pacu. Indications for the procedure: the is a (B)(6) male, who is known to my service and I performed previously laparoscopic sigmoid resection on him as well as endoscopies. He presented to the surgery clinic with periumbilical pain radiating to both sides of the abdomen increased with straining and heavy lifting. On physical examination at that time the patient was assessed to have a reducible umbilical hernia and this was confirmed with CT scan and the patient was scheduled for laparoscopic hernia repair. Details of the procedure: ¿after obtaining informed consent, the patient was taken to the operating room and placed on the bed in supine position with the arms tucked to the side. General anesthesia was induced. The patient received preoperative IV antibiotics. Scds were placed for deep venous thrombosis prophylaxis. The abdomen was prepped and draped in the surgical fashion and loban drape was placed. The patient was placed in reverse trendelenburg position. Pneumoperitoneum was achieved via visiport technique with a 5-mm port and a 5 flex tip scope in the left upper quadrant anterior axillary line. Pneumoperitoneum was achieved to 15 mmhg. Ports were placed under vision. A 12-mm port was placed in the right upper quadrant anterior axillary line. Another 5-mm port was placed in the left lower quadrant mid clavicular line. There was no injury from accessing the peritoneal cavity. The patient was then taken off the reverse trendelenburg position. There was omentum incarcerated in the hernia. The hernia was found to be in the umbilical and supraumbilical region. The hernia defect was bigger than what was appreciated on the physical exam. There was adhesions between the omentum and the fascial edge circumferentially. No bowel was incarcerated in the hernia, however there was omentum incarcerated. This was taken down using scissors with electrocautery and the omentum was freed of the hernia and reduced. The fascial defect measured 6 x 6 cm. This was then repaired using a 14 x 14 cm piece of gore-dual mesh obtaining 4 cm circumferential margins. The mesh was secured in place using #0 gore transfixing sutures bilaterally as well as superior and inferior, as well as protack. After the hernia was adequately repaired and no injury was encountered during the procedure, the pneumoperitoneum was then desufflated under direct vision and the ports were removed. The port sites were closed using #4-0 monocryl suture in interrupted subcuticular fashion and dermabond. The puncture sites for the gore suture passer to place the transfixing sutures were closed using dermabond. Pressure dressing was then placed in the umbilicus and periumbilical area where the hernia was to minimize the risk of seroma. The patient tolerated the procedure well. No complications occurred during the operation. By the end of the procedure the count of sponge and needle were all correct. The patient was then extubated and transferred to pacu in stable condition.¿ (B)(6) 2012: (B)(6) hospital. Implant record. Implant manufacturer/item: gore. Model number: 1dlmc04. Lot number: 8942734. Serial number: (B)(4). Size: 15x19 cm. Exp date: 03-20-2016. Site: umbilical. The records confirm a gore® dualmesh® biomaterial (1dlmc04/8942734) was implanted during the procedure. Relevant medical information: (B)(6) 2012: (B)(6) hospital. Medication record. Home meds: aspirin. Administered: cefazolin. On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Physician orders. Avoid straining and lifting. No lifting more than 15 lbs. 1st 2 weeks. On (B)(6) 2012: (B)(6) hospital. Nurse notes. Patient discharged to home accompanied by wife, via wheelchair to personal vehicle. Resp are with ease, states pain is better. On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Office notes. Two-week status post laparoscopic umbilical hernia repair with mesh on (B)(6) 2012. Overall doing well. Has soreness around umbilicus that seems to be improving. Occasional pain and discomfort. No nausea or vomiting. No change in bowel habits. Exam: abdomen: soft and non-tender. Non-distended. Incision healing well. No hernia recurrence. No seroma or hematoma or other collections in the abdominal wall. Impression/plan: doing well, recovering well from surgery with no complications. Still having pain and soreness that is overall improving. Patient was instructed to avoid excessive abdominal strain and heavy lifting and he will follow-up as needed. On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Office notes. Abdominal incision soreness. Having soreness in non-healing scar in right mid abdomen. Denies drainage from wound. No fever or chills, soreness is intermittent. Exam: abdomen: soft. Non-tender and non-distended. Incision from a transfixing suture on right side is gaped with scar tissue in the bottom. No evidence of abscess. No swelling. No exposed foreign body. Impression/plan: incomplete wound healing. Patient will be scheduled for local wound exploration. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. History and physical. Wound drainage. Complaint of surgical site draining and nonhealing. Smokes. Exam: abdomen: non-distended. Impression/plan: wound infection. Wound exploration.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, adhesions, seroma, drainage, abdominal pain. Additional event specific information was not provided.